Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4)

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported that the implantable neurostimulator (ins) was explanted because there was a clogged peg. They removed a lot from the patient.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed a punchout hole on the #2 grommet. (B)(4).